Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient hit his head and the auditory perception decreased.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The recipient hit his head and the auditory perception decreased. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode caused by the reported accident appears likely. However to determine an exact root cause a device investigation would be necessary, the device was explanted but has not been received yet.

Event description:
The patient hit his head and the auditory perception decreased. The patient has been re-implanted on (B)(6), 2017; however the device has not been received for investigation.